Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6). - 145-deg pe 36mm hum liner +0 (cat# 320-36-00 / serial# (B)(6). - glenosphere, 36mm (cat# 320-31-36 / serial# (B)(6). - small superior/posterior augglenoid plate,right (cat# 320-35-08 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately two years post initial right tsa, the 68 y/o female patient developed a bump on the inferior third of her incision that has gotten worse and more red. The event was diagnosed as deep infection. The patient had a revision on (B)(6) 2023 and the event was resolved. Per clinical report, the reported event was not related to the device but possibly related to the procedure.